Event description:
Initial reporter indicated that the pt had their vns system explanted related to "intolerance to vns". The explanted product is at manufacturer. Analysis is completed on the lead. The generator analysis is pending completion. The lead was returned without the electrode array, so an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations no adverse findings were identified in the returned lead portion. Good faith attempts have been made for additional details about the reason for explant.